Manufacturer narrative:
This report is submitted on june 14, 2019.

Manufacturer narrative:
This report is submitted on may 15, 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla strength unknown). It is unknown if the clinician followed the manufacturer's instructions for use of MRI. The device was explanted (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.